Event description:
It was reported that this right ventricular (rv) lead was surgically revised due to lead dislodgement. This rv lead remains in service. No additional adverse patient effects were reported.